Event description:
The customer reported that the system would not turn on, (no boot). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative evaluated the system and reseated circuit boards, cables, and connectors. The system operates as intended.